Event description:
The patient scratched an area on the right side of his head and the lead wire became exposed. The hcp recommended that right sided device be removed to avoid further infection. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.